Event description:
It was reported that this patient was experiencing fatigue, and examination showed that this right atrial (ra) lead was dislodged. As a result, the patient was hospitalized and a revision was performed. The lead was removed and replaced. When the lead was removed from the patient, visual examination noted the helix did not appear to be fully extended. The lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, and analysis is performed, this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that this patient was experiencing fatigue, and examination showed that this right atrial (ra) lead was dislodged. As a result, the patient was hospitalized and a revision was performed. The lead was removed and replaced. When the lead was removed from the patient, visual examination noted the helix did not appear to be fully extended. No additional adverse patient effects were reported.